Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2024 noise was reported on this lead. Evaluation was recommended and lead remains implanted. No adverse patient events were reported. (B)(6) 2025 lead was explanted (B)(6) 2025 and has additional complaint of fractured. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An increased short rv interval count and iegms showing rv oversensing have been seen since changeout. This behavior was not observed with the previous device. Isometric testing in office did not reproduce this behavior, but postural testing was not done at that time so further evaluation to be performed. Lead remains implanted.

Event description:
An increased short rv interval count and iegms showing rv oversensing have been seen since changeout. This behavior was not observed with the previous device. Isometric testing in office did not reproduce this behavior, but postural testing was not done at that time so further evaluation to be performed. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2024, noise was reported on this lead. Evaluation was recommended and lead remains implanted. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.